Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a "constant alarm. Customer removed battery". This condition has the potential to cause an interruption of delivery. It is unknown when this event occurred. There was no known patient involvement and no reports of patient injury or medical intervention. The customer does not want to be contacted. No additional information is available. The user interface module software version is vista minor(5.04.00).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed and reproduced during evaluation. The assignable cause was determined to be a defective channel b pump head module (phm) assembly. The phm was replaced to fix the reported condition. Additional information: baxter will continue to monitor similar reports to determine if further actions are required.